Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side hardening, wrinkling, and capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture- breast: unable to observe since it is not related to the device. Device wrinkling- breast: not observed. Wrinkling of the skin-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side hardening, wrinkling, and capsular contracture, baker grade unknown. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side hardening, wrinkling, and capsular contracture, baker grade unknown. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast, wrinkling of the skin-breast, device wrinkling-breast and rupture-breast was requested on may 02, 2024. Visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe, since it is not related to the device. Device wrinkling- breast: not observed. Wrinkling of the skin-breast: unable to observe, since it is not related to the device. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, rupture. And capsular contracture, baker grade IV. The device was explanted.